Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt unusable) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the test failure and the service code was isolated to a strained trunk cable. The trunk cable was pulled from the strain relief, pulling trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient received service code 204 (belt unusable).